Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. The evoke scs system was explanted, and antibiotics were prescribed to resolve the reported event.